Event description:
Per the clinic, the patient experienced facial nerve stimulation and a lack of auditory percepts with device use, leading to the decision to discontinue use of the device. The implanted device remains.it is unknown if there are plans to explant the device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.